Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred.